Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 584 mg/dl with ketones and insulin injections were administered to address the bg level. The customer was admitted to the hospital on (B)(6) 2016. As the customer's bg were lowering due to the injections that were used prior to hospitalization, no additional treatment was administered at the hospital. The customer was discharged the next day. Tandem customer technical support (cts) had the customer review the pump history and 2 occlusion alarms were found to have occurred the day of the hospitalization. As the contact had already changed the supplies on the pump, cts was unable to troubleshoot to determine a possible cause of the occlusions. A system check was performed using the current supplies and the pump was found to be functioning as expected.